Event description:
Procedure: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment. Product was used for therapeutic treatment. Additional info from importer report: per additional info, the pt experienced an additional surgery on (B)(6) 2011. Associated MDR# 1018233-2012-01917.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4) 2012. Device info: uretex to2 urethral support system; cat# 485054. (B)(6).